Event description:
A dreamstation auto CPAP device returned to a third-party service center for service as part of sound abatement foam recall process with no initial alleged complaint. During the device evaluation, the service technician noted visible foam degradation. Additionally, the service technician also noted unrelated error codes, which are consistent with normal device operation under expected use conditions and are not considered reportable under medical device reporting requirements. The device was scrapped by the service center after the evaluation was completed.